Manufacturer narrative:
Follow-up # 1 ¿ (13/03/2015). The lay user/patient¿s meter has been returned on 03/03/2015 and evaluated by lifescan product analysis on 03/12/2015 with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that there was a line through the display of their onetouch ping meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.